Event description:
It was reported to manufacturer by dealer their customer was using the hlm400 lift when they described that the bolt at the bottom of the actuator came completely out and the boom fell. End user was taken to the hosp, still unk as to injury if any. Dealer removed lift from end user home.